Event description:
On (B)(6) 2006, a sparc device was implanted before the hysterectomy performed the same day. It was reported that, from the start, the pt experienced inability to urinate and needed to be catheterized each time. Also from the start, she experienced, "abdominal pain, painful urination, pain during and after intercourse, leaking urine, vaginal discharge, abdominal swelling, leg pain and swelling, lower back pain, unable to walk at times, twisted colon in the rectum area, pelvic organ prolapse," she is unable to work because of pain, frequent urination and bowel problems. "It has not allowed me to feel like a woman or human. It has caused emotional problems as well."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.